Event description:
It was reported that the device did not seal. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred. At an unknown time post procedure it was noted that the closure device did not seal and there was a leak around the device. The physician ablated the leak to treat the event. There were no patient complications or consequences as a result of this event.